Event description:
It was reported that the technique on the 9800 system went to max with no image displayed during a case. The interconnect cable was found loose, was reconnected and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable connectors were checked during the service call. The system was tested and found to be working as intended and put back into service.